Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the device did not pace when out of the pocket. It was felt this was likely due to oversensing since the device was out of the pocket. It was noted there was a few seconds of asystole and that the patient is pacemaker dependent in the atrium. When the right ventricular (rv) lead was plugged into the device pacing resumed. The device remains in use. No further patient complications have been reported as a result of this event.